Event description:
Customer reported unexpected negative reactions on the echo. A patient sample with a history of anti-e did not react with cell 6 on two different capture-r ready ID (crrid) lots. Testing was performed on two echos.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on crrid, lots id103 and id104. Reactivity of the d antigen was confirmed on crrid, lot id103 and id104. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.